Event description:
The manufacturer received information alleging the screen was "dark" on the device. The device was replaced by another device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the screen was "dark" on the device. The device was replaced by another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. During an operational check of the device, the manufacturer's service technician was not able to confirm the customer¿s complaint due to no failure of the screen display. The manufacturer's service technician recognized the screen was viewable. The manufacturer's service technician further evaluated the device and determined the issue was caused by the liquid crystal display (lcd). The manufacturer's service technician replaced the device's lcd to address the issue. After replacing the part on the device. The manufacturer's service technician performed repair test and run-in test, along with a battery and valve checks. The manufacturer's service technician determined the device was operational and cleaned it.